Event description:
Patient scheduled for laparoscopic cholecystectomy. Case began at 1252 hours on 6/16/93. Patient was insufflated. Surgeon attempted to insert trocar three times. On third time plastic tip of sheath broke off. Surgeon attempted larparoscopic retreival of broken piece, but was unsuccessful. Patient had to be opened to retreived piece and finish operation. No other devices in use at same time of incident.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.